Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the issue. Both deltron power supplies were replaced with lambda power supplies using the power supplies from parts of the spare unit that the customer owns. The unit operated to the manufacturer¿s specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a failure in the power supply. It got an alarm and the battery light emitting diode (led) went to amber. They used the system to finish the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: this would affect charging of the battery, and in fact, the charger would not be functional. The user would become aware of the issue by the color of the power led indicator on the base and/or a status message posted on the central control monitor (ccm) (battery cannot be charged, full backup may not be available). In this case, there was no loss of alternating current (ac) power and use of battery power was not needed. The case was completed successfully, without delay and without associated blood loss. The system was used to complete the procedure and there was no harm observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the power supply to a power supply test fixture, applied input power and measured the output of power supply. The output of the power supply is 1.70 volts instead of the expected 24 volts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.